Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that they were trying to charge the ins, sometimes it works sometimes it does not. The patient reported that they were in pain and the pain has been going on for years.